Event description:
During the patient's kidney stone removal procedure, the tip of access sheath broke off when inside patient. All pieces were successfully removed from patient's body by surgical team. No harm noted to the patient. All pieces of broken materials were given to the unit manager and then sequestered to the inventory specialist manager.